Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is intermittently delayed in responding to presses. During troubleshooting with tandem technical support the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Delayed touchscreen issue- no failure identified.